Manufacturer narrative:
The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. A search of the complaint database found 1 previous complaint received in the last 12 months for this issue for this product code, 0 for this lot number and 6 for this product family. A review of device history found no non conformances on this batch. Final micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the inserting of the smartset gmv cement to the patient femur in a hemiarthroplasty surgery, the patient had suffered from complications which eventually led to hospitalization in the intensive care unit.